Event description:
It was reported that the lead was explanted electively during a routine device change due to header incompatibility with the replacement device.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reason for return was elective replacement. Two pieces of the lead were returned for analysis. No anomalies were noted on both pieces. All damages found on these two pieces are consistent with that occurring at the time of explant.